Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high capture threshold was observed. When the patient presented in-clinic, loss of capture was observed. X-ray revealed lead dislodgement. The lead was capped and replaced on (B)(6) 2016.